Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5169215. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement. It is currently in the implementation phase conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
The medical assistant sustained a contaminated needle stick from a used safety device after trying to engage the safety shield and it fell off.